Event description:
It was reported that the pump was intermittently resetting itself without intervention and unresponsive.

Manufacturer narrative:
The pump was returned to animas for eval. Eval revealed a damaged trace in the power circuit.